Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump was not working. The customer also stated their blood glucose was 29.6 mmol/l. Customer had treated their blood glucose with manual injections. Troubleshooting found the insulin pump passed a self test and there were no leaks present. Insulin was also able to exit from the insulin pump. Customer's alarm history also showed a cannula not filled alarm occurred. Customer was advised their insulin pump was working as designed. No additional information provided.